Event description:
On 9/30: customer reports (B)(6) male having a stent placement under general anesthesia when fluoro failed. Customer reports, the procedure was at the end, when this event occurred, so there was no procedural delay. Physician completed procedure. No reported injury.

Manufacturer narrative:
Field service engineer checked the park arm transducer and park arm transducer amplifier and found no problem. Fse tested and verified proper operation of this system per hut service manual, and the system was determined to be operating per manual and factory specifications. System was returned to full service by the customer.